Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary tower, had multiple cubies are not being detected on the bus. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.1 multiple cubies were not detected on the bus. A field service engineer (fse) found that the pockets were not registered on the bus. The fse removed the drawer from the auxiliary chassis and inspected the rear components, resetting all cable connections. After reinstalling the drawer into the auxiliary chassis, the pixie bus cable was reconnected, and the station was restarted. The fse attempted to log into support mode for 20 minutes, but poor phone reception prevented connection and retrieval of the carefusion support password. The fse then tried using a laptop but was unable to connect to smart service through the hospital guest wi-fi, even with virtual private network (vpn) selected. After several unsuccessful attempts, the fse launched the application and had the customer confirm that all pockets in the previously failed drawer were then functional. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary tower, had multiple cubies are not being detected on the bus. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.